Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's mother informed the audiologist that the pt was on his bed, without his speech processor, feeling as if his head had swollen up. After that, he refused to use the speech processor because of discomfort. Testing carried out on (B)(6) 2011, was performed after the event was reported by his mother. During the control, the audiologist did not perceive any abnormality of the implant area and coil magnet retention was not affected. After a new fitting with lower mcl's, the pt discomfort has disappeared, but his performance has decreased. Inflammation or trauma have been ruled out by the clinic. It is known that since 2004 the reference electrode is damaged (please refer to MDR 9710014-2004-00087).